Event description:
It was initially reported by the hospital that the pt was admitted to the hospital due to unk reason. Pt was found unresponsive on (B)(6) 2010 and then confirmed dead. Follow-up with the treating physician's nurse revealed that the pt died of sudep and was not related to vns. Pt's device was working as intended prior to death. Pt was last seen in the office on (B)(6) 2010. Pt had his device explanted and returned to manufacturer for analysis. Analysis on the explanted products is currently in progress.